Manufacturer narrative:
Event date - event date was not provided so estimated date was entered.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted approximately 6 to 7 months earlier due to an infection. A new 14cm x 12.5mm ambicor penile prosthesis (app) was implanted on (B)(6) 2019. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.